Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide midline catheter. Usage residues were observed throughout the sample. Permanent kink impressions were observed just distal of the molded joint and approximately 2cm from the distal end. A partially circumferential split was observed in the catheter tubing within the region of the proximal kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at both kink impression sits during manual manipulation. Microscopic inspection of the split revealed dully granular fracture edges. Material wear and discoloration were observed in the vicinity of the split. The fracture features, permanent kinking and material discoloration were with material fatigue failure caused by repetitive kinking. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was leakage from a powerglide pro. When the catheter is removed, it is noticed that there was a hole where the tube attached to the hub.